Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the error. Fse resolved the complaint by cleaning and lubricating the stc mixer slides. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3061] stc lane mixing failure. Cause : the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. [2160] y-axis cup transfer cup detection failure. Cause : the cup-gripping sensor failed to detect a cup prior to cup pickup. The measurement result is flagged with mf or se. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to lack of lubrication on the stc lane mixer slides.

Event description:
A customer reported getting error messages "3061 sample treatment cup (stc) lane mixing failure" and "2160 y-axis cup transfer cup detection failure" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lhii), follicle stimulating hormone (fsh), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.